Event description:
Since having "soya bean" breast implants, rptr has been having problems two years after the implants. Chronic tiredness, double vision and diplopia. Rptr has now been under several neurologists who are testing them for autoimmune diseases. All results came back negative. During these tests breast implants were recalled. Rptr had them removed in 1999. Rptr has felt a slight improvement in health in the short 6 weeks that have followed. However, rptr has had them replaced with silicone cohesive gel implants. Rptr is expecting a recovery to take place for a few months. However rptr feels they may also get symptoms from the new ones due to an evidence that it is actually the silicone bag which disintegrates slightly and sends silica around your body. Rptr reckons this may take up to 2 years. At the first sign of chronic tiredness etc - as bad as rptr was at first, before the removal rptr will have them completely removed. Rptr imagines a deformed breast much smaller, stretched and disfigured will be left behind. What the psychological effects of this will be they don't know. Rptr does know it can't be worse than what they have been through since the onset of symptoms. If it will improve their health having them completely removed, rptr will do it. Rptr suggests new studies are carried out to stop all implants made with a silicone bag, despite what they contain. Rptr thinks the only true way to do this is studies on neurosurgeons pts. These are the guys who get to see rptr's complications first. Rptr thinks all pts seeing a neurologist should be asked if they have implants. Rptr's never asked them. At last visit rptr told him they had them removed and felt a slight improvement. He completely ignored this fact and didn't even write a note on it. Rptr feels this ignorance should be stopped. All neurosurgeons should be looking out for the common symptoms when a pt in his care has implants. Rptr has kept the implants. They are what they can only describe as "rancid". The silicone elastomer shell had disintegrated and bits are flayed all over it. It's obvious that it has been breaking off into body causing immune system reactions. Rptr's surgeon says the left implant that was removed has come out weighing less than originally and less than right implant.